Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the bag was deployed, the specimen was removed and a black piece from the ring was found and a clear piece of plastic from the bag that was left in the patient's cavity. Both pieces were removed with graspers through the trocar. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.